Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo gia¿ 60mm articulating vascular/medium reload opened by the account. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The reload was loaded into a pmv representative instrument (idrive ultra powered handle 1 and endo gia adapter standard) for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The reload was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history records indicates the device lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap assisted distal gastrectomy, the device could not be fired at the sixth attempt because the reload symbol was flashing. The device was reassembled and the opening and closing of the jaws was tested. The jaws remained articulated. Another handle was used to complete the procedure. There was no further incident. The last known patient status was under observation. Operating time was extended under 30 minutes. There was no additional tissue resection or tissue damage. Nothing fell into to patient cavity. There was no bleeding over 500 cc's. Patient age and weight are unknown.